Event description:
A visipro stent was placed in the celiac artery on (B)(6) 2016. The patient has metastatic colorectal cancer, limited to the liver. The patient returned (B)(6) 2016 when an aortagram was performed. The stent could be seen in two pieces. Multiple spot images were performed which showed that the stent had fractured into two pieces. The fractured stent was not treated. The fractured stent resulted in occlusion of the celiac artery and prevented catheter access to the celiac artery due to entanglement of catheters in the stent struts. Due to inability to access the celiac artery further endovascular directed liver therapy such as chemoembolization or yttrium-90 radio embolization was not possible. The patient will continue current chemotherapy regimen. Cine images provided by the customer shows the stent is fractured in two locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.